Manufacturer narrative:
Approximate age of device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had multiple no external power alarms. Patient reported being on battery power during the alarms and does not recall hearing any alarms. The manufacture's technical service reviewed the log files and confirmed that the event history captured the no external power events. These no external powers were due to the mpu ac power cord coming loose at the mpu or ac wall outlet. No further information was provided.

Manufacturer narrative:
Section h5, h8: corrected information. Section h4: additional information. The reported event of no external power alarms was confirmed via the submitted the log file. The log file contained approximately 25 days of data (B)(6) 2018 ¿ (B)(6) 2018 per the timestamp). The log file recorded a no external power event on (B)(6) 2018 at 02:44; additional no external power events captured on (B)(6) 2018 at 11:55 and (B)(6) 2018 at 18:39 are investigated under (B)(4). The no external power events were due to momentary losses of power from the mpu that were stated to be caused by the patient's nephew unplugging the mpu. The system controller backup battery supplied power to the system during the losses of external power. No other notable events involving the mpu occurred throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional no external power events are investigated under (B)(4), (B)(4) (pi main (B)(4). The customer reported that the patient has the locking ac power cord for the mpu. Additional information provided indicated that the root cause of the reported event was the patient¿s nephew unplugging the mpu; the mpu was stated to function as intended. The log file did not indicate any issues with the mpu. Heartmate ii patient handbook (doc #10006962, rev. B) under section 5, entitled ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (doc #10006960, rev. C) under section 3 ¿powering the system¿ explains how to use the mpu. No further information was provided. The manufacturer is closing the file on this event.